Manufacturer narrative:
The cast cutter was received at the manufacturer for evaluation, and the reported condition of sparks coming out was duplicated. Based on the investigation details, the likely cause was worn brushes and unauthorized repairs to the unit using non-manufacturer components. Service replaced all parts and returned the device to the customer.

Event description:
It was reported that the cast cutter had sparks coming out of it while being checked during an inspection. There was no pt involvement. There were no adverse consequences reported as a result of this event.